Manufacturer narrative:
The reported event of patient discomforted due to the device position was not confirmed. The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity. Visual inspection did not find any anomalies that could cause the reported event.

Event description:
It was reported that due to patient's discomfort the device was explanted. No further information is available at this time.